Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the laparoscopic cholecystectomy using the subject device at the user facility, it was found that the front panel display of the subject device blacked out after an alarm sounded from the subject device, and when the user cycled the power of the subject device, the subject device restarted. These phenomena occurred three to four times during the same procedure, but the procedure was continued and completed.there was no report of patient injury associated with this event.